Event description:
It was reported that a malfunction with code malf 13 occurred, and there were no notable events prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. As a corrective measure, it was decided by technical support to replace the pump since the code was not resettable. There was no backup therapy immediately available, and the customer was advised to contact their healthcare provider for further assistance. The customer was instructed on how to put the pump into storage mode and return it with a pre-paid label.